Event description:
The customer reported that during a lung resection, oozing of less than 200cc occurred after cutting although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.